Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable vanc2 vancomycin result for 1 patient sample on a cobas 8000 cobas c 502 module. The vancomycin result was 12.2 mg/l. The doctor questioned the high result as there was no clinical documentation of the patient receiving vancomycin and expected the result to be 0.

Manufacturer narrative:
The medical coding of this case has been updated.

Manufacturer narrative:
The patient sample was received for investigation. The investigation determined that there was no vanc3 assay cross-reactivity with daptomycin. The investigation determined the event was consistent with a patient sample containing vancomycin. The investigation did not identify a product problem.